Event description:
Philips received a complaint on the efficia dfm100 indicating that device paddles were not working. The remote service engineer (rse) evaluated the device remotely and determined that device was working properly. Operational and handling training was provided to customer. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.